Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding ¿ menorrhagia (heavy menstrual bleeding)"), fatigue ("other injuries/symptoms ¿ fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, fatigue, alopecia, weight decreased, abdominal distension, memory impairment, vaginal infection and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, memory impairment, menorrhagia, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received ¿ case become valid with incident. Previously reported event injury nos was removed. New events pain ¿ pelvic, abdominal pain, back pain, dyspareunia (painful sexual intercourse), bleeding ¿ menorrhagia (heavy menstrual bleeding), other injuries/symptoms ¿ fatigue, hair loss, weight loss, weight gain, bloating, forgetfulness, vaginal infection, vaginal discharge and device monitoring procedure not performed were added. Product information indication and removal date was added, insertion date were updated. Patient information date of birth was added. Consumer address detail was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.